Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the surgery had to be rescheduled. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. There was poor communication. No actions were taken prior to the call. The patient last had stimulation and last successfully charged in their device in (B)(6) 2019. The reason for not charging was due to non-compliance. Patient services send a message to a local manufacture representative (rep) regarding the call and redirected the patient to follow up with their healthcare professional (hcp). The event began a couple of week ago. The rep responded on 2019-may-28 indicating that they would reach out to the patient and possibly see them on (B)(6) 2019. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) on (B)(4) 2019. The rep indicated that their partner met with the patient and the ins was completely overdischarged and dead. The patient will be getting a replacement soon. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6)2019. The surgery date will be (B)(6) 2019. The customer refused device return. The patient¿s weight at the time of the event was na. No further complications were reported/are anticipated.